Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A healthcare professional reported pt developed horizontal stain noted at three months post op lasik procedure left eye. During f/u visit the pt informed experiencing fuzzy vision. The pt has been treated with topical steroid eye drops, collagen plugs, artificial tears, and cyclosporine ophthalmic emulsion eye drops. Upon f/u for add'l info the rptr informed that the pt was referred to a specialist for dry eye treatment. There are two related reports for this pt. This report addresses the pt's left eye, and another MFR report will be filed for the fellow eye.